Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. There was no moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 400 mg/dl. Mother stated the customer treated for the high blood glucose level with manual injection. She stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.